Event description:
During last f/u performed on (B)(6) 2013, unexpected signals were sensed in the ventricle.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Please refer to the attached investigation report. Please refer to the attached analysis report no. (B)(4) for complete details.